Event description:
PICC line discovered to be broken off at hub and the catheter had migrated down the arm. A cut down was done and during removal of the catheter from the brachial vein the catheter broke again. Both segments were successfully removed from the pt.